Event description:
During a ptca treatment procedure, the quantum maverick monorail 15/3.5 mm balloon ruptured at 20 atms (rated burst pressure) on the second inflation. (The initial infaltion was to 16 atms.) The patient was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous distal right coronary artery. The physician used a 9f zuma guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.